Event description:
These connectors have been taken out of use by pharmacy. Connector caused the chemo bag not to fit well into the fanny pack that patients are given to carry the pump in. Believe that this is causing kinking of the connector that limits the flow of the chemo, but not enough to cause the pump to alarm. No patient harm.